Event description:
A fire occurred in conjuction with the use of an oxygen concentrator. The user claims that they "kicked over a candle and caught the unit on fire". The "candle" ignited the canula, which burned back toward the source of the oxygen flow- the oxygen concentrator. The flame was extinguished at the outlet spout of the concentrator, as a result, there was no fire damage on the inside of the concentrator. Based on the info received, the pt used the device contrary to the product labeling: "warning: this machine produces oxygen. Keep away from heat and open flames. Do not smoke near the pt or machine." This incident did not result in medical intervention. There was an unknown amount of property damage associated with the fire.